Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. The custom pak lot specific to this event is not known; therefore, review of the DHR (device history record) and lot history was not possible. A sample was not returned for investigation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A nurse reported a case of tass (toxic anterior segment syndrome) following a cataract with intraocular lens implant procedure. The patient's date of surgery was (B)(6) 2012 and the date of clinical symptoms was (B)(6) 2012. The patient presented with ocular pain, palpebral edema, photophobia, headache and decreased visual acuity. A culture of the vitreous was performed and the results indicated "staph epidermidis". The patient was hospitalized for six days and treated with steroid and antibiotic drops as well as intravitreal injections and a bandage shell.